Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Device availability - the device is reported to be available for return to manufacturer; however, it has not been received by biomet orthopedics to date. In the event that the device is received, a follow up report will be sent to the FDA. An evaluation of the device will not be necessary, as the device problem is already known. Decision was made to recall based on an investigation which identified that trocar and plunger assemblies were missing from the package containing the perfuse decompression instrument. This could result in a delay to a surgical procedure while an alternative instrument is located.

Event description:
It was reported a patient underwent an initial right total hip arthroplasty on (B)(6) 2016. During the procedure, it was found the device kit was missing the sharp and blunt trocars. The procedure was completed with another kit without delay.